Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article "oral amiodarone and propranolol in maintenance therapy of post implantation tachycardia: an observational study" that a 57-year-old patient was implanted with heartmate 3 and passed away 12 days after implantation. The patient had a history of arrhythmia, was non-ischemic and had moderately depressed right ventricular function. The patient did not receive amiodarone treatment. Cannula-related ventricular tachycardias (vts) were observed in >50% of patients in the first month after left ventricular assist device (lvad) implantation. In addition to chronic ventricular scars, de novo scars at lvad entry cannulation sites provided potential substrates for reentry arrhythmia. Thus, vt originating from the lateral wall of the left ventricle (lv) in the event of non-myocarditis, from the lv septum due to sarcoidosis, and from the apical aneurysm-induced scar tissue in the event of anterior myocardial infarction can occur, and not all vts were caused by de novo scar tissue. The study concluded that propranolol was well-tolerated by patients with lvad implantation and could be administered in higher doses. Thus, propranolol was the preferred beta-blocker for this patient group. This medication can be used in high doses in patients with lvad implantation, act on the central nervous system receptors through its liposoluble characteristics, and provide significantly reduced catecholamine discharge by non selective beta-blockade.

Manufacturer narrative:
Section b3: date of death and date of event corrected. Section e: initial reporter information corrected. Section g2: report source corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2025 that the patient became hypotensive due to ventricular tachycardia. Cardiopulmonary resuscitation was performed. Extracorporeal membrane oxygenation (ECMO) was implanted and during ECMO follow up the patient had a confirmed brain death followed by right ventricular (rv) failure and then the patient expired. The death was not reported as device related, and the device operated as expected. The device remained implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 lvas patient handbook, rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, infection, cardiac arrhythmia, and right heart failure. Section 6 of the IFU, ¿patient care and management¿, also lists infection and arrhythmia as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.